Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3093-33, lot# v015098, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead. Product ID: 3093-33, lot# v015098, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient just had a replacement. The patient had to have the implant for their bladder and it was done in 2007. The battery did not last the 5 years as they stated and it was not working properly for a while. The battery had to be changed in and the patient was not sure how it happened. The device was replaced because it was at end of service (eos). The wires were broken or shorted out and were shocking the patient up their spine to their neck. The patient¿s hip and legs had severe pain and the patient could hardly walk. The patient had nerve damage in both legs. The patient found now the implantable neurostimulator (ins) model had a recall on (B)(6) 2007. The patient did not have concerns with their device or therapy as of (B)(6) 2011.